Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated routine procedure for generator replacement, an insulation anomaly was observed on the right ventricular lead. No electrical anomalies were noted. The lead remained implanted. There were no patient consequences